Event description:
It was reported that a patient presented in clinic after receiving an alert for non-sustained rv oversensing. Oversensing events were reproducible whenever the patient coughed. Programming changes were made with plans to check the patient in a few days. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).